Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 328318l,646510r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in urine, urinary urgency, urinary frequency, depression, spinal column stenosis, obesity, anxiety, abdominal pain and hypertension. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin) and surgery (abdominal laparoscopic hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic inflammatory disease, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: approximately 0 coils visible on patient's r and 4 visible on l . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: appropriate implant positioning and bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record :pelvic inflammatory disease. Lot number - per pfs - left : 328318l, right : 646510. Lot number - per mr - left : 628318 (exp 10/2011), right : 646510 (exp 6/2012). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 328318-invalid, 646510, 628318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood in urine, urinary urgency, urinary frequency, depression, spinal column stenosis, obesity, anxiety, abdominal pain and hypertension. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and surgery (abdominal laparoscopic hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic inflammatory disease, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: approximately 0 coils visible on patient's r and 4 visible on l diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: appropriate implant positioning and bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record :pelvic inflammatory disease. Lot number - per pfs - left : 328318l, right : 646510. Lot number - per mr - left : 628318 (exp 10/2011), right : 646510 (exp 6/2012). Lot number 328318 is invalid. Lot number: 628318, manufacture date:2008-10, expiration date: 2011-10. Lot number: 646510, manufacture date:2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.